Event description:
Information was received from a manufacturer representative regarding a patient with an ins. It was reported that the patient¿s ins was in an uncomfortable position for the patient. It was reported that the patient was to have their ins removed on (B)(6) 2017 and the lead would be retained. It was also reported that the patient had other ¿comorbidities.¿ the caller requested explant guidelines for the doctor. It was not known when the discomfort at the ins site began. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.